Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end (in the housing) at the water fall pulleys. The instrument failed an electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument would not coagulate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: they had a minimal delay of about one to two minutes.

Manufacturer narrative:
The maryland bipolar forceps instrument was transferred for further analysis, and the initial findings were confirmed by the failure analysis engineer. The instrument was found to have a proximal broken conductor wire. A closer look was taken at the wire break, and it was observed that the wire inside appeared to be pinched together. The instrument was disassembled to inspect the other end of the wire break, and similarly, the wire inside appeared to be pinched. Breakage can result from pinched or kinked wires.

Event description:
Refer to h10/h11 for follow-up information.